Event description:
It was reported: "upon inspection of the ceramic cutting blocks, the device failed the inspection and will be returned for replacement. This is following the inspection guidelines associated with (B)(4)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.